Event description:
It was reported that during a surgical procedure at the user facility a hair was found woven into the device, posing the risk of introducing foreign material to the surgical site. No patient involvement, no delay, no medical intervention were reported with this event. The initial reporter was unaware of any adverse consequence.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a surgical procedure at the user facility a hair was found woven into the device, posing the risk of introducing foreign material to the surgical site. No patient involvement, no delay, no medical intervention were reported with this event. The initial reporter was unaware of any adverse consequence.